Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: it was reported that suture snapped multiple times. Could you please confirm if only 1 suture snapped multiple times or more than 1 suture demonstrated the alleged deficiency? Two pds sutures snapped during the same procedure, one after the other. I removed all the snapped suture material and used maxon 0 instead to complete that procedure. Pds snapped while tying the knots. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? No, despite the problem the procedure was completed in less than 45 min in total. How long, in minutes, did the surgery prolong? By about 20 to 25 minutes. Which tissue was being sutured when the event occurred? It was midsubstance achilles tendon for an acute rupture. Was additional dissection required in other organs/tissues other than the target tissue? No, the surgical approach did not have to be altered as all the snaped suture material came out well. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. If possible, could you kindly provide the lot number, please? Lot number not recorded. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6: component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2025 and suture was used. The surgeon used the suture as an alternative to maxon at the hospital. The needle was cut off, then a large 'mayo' threaded on to the suture and tied. This modified suture/needle was then used to perform percutaneous repair, by passing through and repairing the tendon. When tying knots, the suture snapped multiple times. This extended the procedure time and made a relatively simple procedure quite time consuming. There were no adverse patient consequences. No lot number info retained. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: yes, I can confirm the ethicon needle was removed from the pds suture, the pds passed through the eye of a mayo needle and used. I have since moved the surgeon to a pds suture with a larger needle, which they seem happy with. Corrected data: d1.